Manufacturer narrative:
Consumer experienced a damaged tooth. The model and serial number were not provided. Complaint received from (B)(6). Device manufacturing date not available due to the device not being returned.

Event description:
Consumer called stating that they experienced tooth damage due to strong jet of water from the airfloss. No medical attention was sought.